Event description:
It was reported that the patient came to the surgeon due to pain. An x-ray image showed that a gamma nail was broken and the patient was revised.

Manufacturer narrative:
Investigation summary: product inquiry stated the reported trochanteric nail kit, ti gamma3® ø11x180mm x 125° to be the primary product. The other implants reported were considered as concomitant products as they did not contribute to the event reported. The review of the manufacturing documents revealed no deviation in the manufacturing process. As the item was not returned, a physical examination could not be carried out. Nail breakage in general has been experienced. It does not present an unanticipated event in itself. Depending on the load application, also, depending on the patient¿s post implant behaviour, on the suitable anatomical reduction, on the kind of bone breakage and depending on the course of bone healing and other factors a nail breakage can rather be classified as anticipated ¿ specifically if one or more contributing issues concurrence with each other. A successful treatment requires sufficient bone healing during the implantation period. Referring to the received information the nail broke after an implantation period of 4 months. Due to the missing product it could not be determined in what manner the nail had broken. As the nail was not available it could further not be determined whether the nail had been damaged intra-operatively. The IFU advises that the surgeon must counsel each patient individually on correct behaviour and activity after the implantation. Results of recommended regular follow-up examination were not provided. It could not be determined whether the patient had been compliant to the surgeon¿s post-operative instructions. It could also not be determined if bone healing had progressed in a sufficient manner. As no x-ray documentation and as no operation reports were available, a medical review was not possible. It could not be determined whether the use of the nail had the correct indication nor could be determined if the implants had been placed according to the anatomical requirements. Regarding the outstanding patient data (e.g. Potential diseases) it could not be determined if the patient conditions were adequate for the used implant. General aspects: the gamma3 nail will be subject of a fatigue fracture if the biomechanical stresses on the implant are too high or not considerably reduced during the period of implantation. During this period there is a race between bony consolidation / fracture healing and implant breakage as noted in the labelling of the product. Usually a breakage is contributed by one or more deficits, e.g. Insufficient bone healing, product damage. Implant breakage may occur when the material is subjected to repeated loading and unloading resulting fatigue of material. If the loads are above a certain threshold (microscopic) cracks will begin to form on the surface. A requirement for successful treatment with an intramedullary nail is that bone healing develops in a sufficient manner that the implant is relieved by load sharing / load transmission over the bone. Otherwise the implant may be subject to a fatigue fracture. Based on the limited information and referring to that no deviation was found in the manufacturing documents a deficiency in the nail in question was not verified. The file will be closed formally. In case relevant information resp. The part becomes available we reserve the right to update the investigation and to change the root cause. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified. Device was not returned.